Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. The patient was undergoing a percutaneous coronary intervention. The target lesion was located in the circumflex artery. While advancing the 185cm kinetix guide wire with a buddy wire, the kinetix prolapsed and a 35-40mm fragment detached from the distal end. Attempts to remove the wire fragment were not successful. The wire fragment was able to be pushed into a small branch in the cx where it remains. The procedure was completed with a different wire. No further patient complications were reported and the patient was noted to be asymptomatic post procedure.